Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that there was a leak occurred after completion of compounding, after addition of saline and drug. The compounder reported the leak started at the bottom on left corner of the bladder. The compounder also mentioned that it seems the leaks were starting at the corner of the cassette that was being tapped to bring the remaining air to the top of the bladder for the purpose of removing air. There was no patient involvement, and no adverse event reported.